Manufacturer narrative:
(B)(4). This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. However, the pump head display has been replaced before.

Event description:
The facility reported a colleague infusion pump with a dark screen. The event was reported to have occurred upon power up in the intensive care unit. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a pantalla obscuro "dark screen" was neither confirmed nor duplicated during product evaluation. Quality engineering determined that the problem was not confirmed and therefore no assignable cause or repairs were given. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.